Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion is located in the moderately tortuous and severely calcified popliteal artery. A 4.00mm x 15mm wolverine peripheral cutting balloon was selected for endovascular thrombectomy. During procedure, it was noted that the balloon ruptured at 6 atm for 10 seconds upon the third inflation. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.